Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27/aug/2018. Date received by manufacturer: 16/may/2018. The manufacture's field service engineer (fse) provided remote troubleshooting to the customer. The customer reported that when the ventilator is connected to the ac mains power source, there is no power led lit. The fse advised the customer to check the power supply. The customer found the power supply was not working. The fse advised customer to replace the power supply. The customer replaced the ventilator power supply and confirmed the issue had been resolved. The ventilator has been returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator would operate on battery power but not on ac power. The device was in use; however, there was no patient harm reported.